Event description:
During preparation for use, the pump system would only operate on backup battery power. The main on/off circuit breaker was tripped and could not be reset. There was no adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.